Event description:
It is reported that a customer had issues with fluid in the reservoir. The patient's blood glucose level was at 505 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was able to remove the fluid successfully out of the reservoir compartment. The customer was advised to change the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.